Event description:
It was reported that this left ventricular (lv) lead exhibited possible loss of capture (loc). Technical services (ts) reviewed the presenting electrogram (egm) in which it appeared that the deflections were late. An alert for left ventricular automatic threshold (lvat) greater than programmed amplitude was observed in addition. Ts recommended bringing this patient in for further lv lead evaluation. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.